Event description:
The patient reported symptoms with skin infections at two separate pod sites on both arms while flying back from a country where the product is not sold. Symptoms at the first pod site developed initially, followed by symptoms at the second pod on the opposite arm which the patient applied as a replacement. The reported symptoms included sharp pain and skin that was "hot to touch." During the return flight, the patient was unable to silence a malfunctioning ("screaming") pod and did not retain that pod for return. The patient sought medical attention in the emergency room (ER) the following morning in the early hours. A healthcare professional diagnosed skin infections at both arm sites, outlined the borders of the affected areas to monitor for spreading, and prescribed antibiotics (name, spectrum and dose unknown). The patient reported an elevated blood glucose level of 19.6 mmol/l during the event. The pod had been removed prior to the ER visit. During follow-up communication, the patient reported confusion regarding the exact sequence of events but confirmed two medical encounters and resolution of both infections with antibiotic therapy. The patient has since transitioned to pod placement on the back and is awaiting results from penicillin allergy testing for potential future treatment options. The patient also noted the possibility of mixing details from these encounters with an unrelated finger infection but confirmed that the pod-related arm infections had fully resolved. This report covers the pod used during the flight, which was not retained for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.